Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted sample probe 1 (s1) mixer and tested other mixers. The cse ran patient samples, which correlated with an alternate dimension vista instrument. The cse also ran quality controls, which were within acceptable ranges. The cause of falsely low ca and mg results was misalignment of s1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) and magnesium (mg) results were obtained on one patient sample on a dimension vista 500 instrument. Only the discordant calcium result was reported to the physician(s), who questioned it. The samples were repeated on an alternate dimension vista instrument, both resulting higher than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and mg results.